Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no reported anomaly or deviation. There have been no trends identified related to this type of event. Other - eval of returned device found evidence of polishing wear and third body abrasive wear.